Event description:
It was reported that customer experienced repeated cartridge alarms and multiple temperature alarms on several days in (B)(6) 2025, including specific temperature alarm 11 events on (B)(6) 2025, but no blood glucose values were provided. There was no reported impact to the customer¿s blood glucose level. Customer contacted distributor, and pump was started and charged for evaluation, with plans for pump return to distributor and a replacement pump provided, but no additional information was received regarding further troubleshooting or final outcome.